Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used one dilator and one catheter was returned to argon from the customer. A visual inspection was performed on the returned product. For this unit, there was confirmed accordioned regions along the catheter body indicating high compressive/tension loading of the catheter during advancement and withdraw passes. From our vc, our catheter was used for approximately 7 passes in total before the dilator failed at the hemostasis hub. Before the failure, it was noted by the scrub technician that the removal force of the dilator was higher than expected based on previous passes. The reduced diameter section was elongated and eventually fractured during use. The physician was able to cut the catheter below the hemostasis hub and remove all components of the cleaner vac catheter and dilator. The dilator portion left within the hub was easily removed during the investigation with hemostats. The distal end of the dilator was stuck within an additional portion of the catheter body. This portion of the catheter was carefully cut without damaging the dilator tip to expose the dilator. It was observed that the coil appeared to be partially embedded in the dilator tip. It was noted that the there were competitor devices used on the same patient and those devices also experience accordion damage. Manufacturing engineering attempted to recreate, but was not successful. It is speculated that the issue occurred during an event within the user's environment. Since the most likely cause of the issue does not point to a manufacturing issue, no further action will be pursued at this time. However, argon will continue to monitor for recurrence. Additional information provided in h.3., h.6. And h.11.

Event description:
The catheter started to accordion during the 4th pass. After getting in position for the 6th pass the dilator snapped at the proximal portion if the shapable segment. The dilator was used to advance the catheter over the wire each time we positioned the catheter for use. The catheter would not advance through the popliteal vein as it lied with in the ligament tunnel and required additional support.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.